Manufacturer narrative:
B3, (B)(6) 2022 used as an approximate date of event.

Event description:
It was reported that a guidewire fracture occurred. A rotapro and rotawire were being used for treatment during a rotational atherectomy procedure. During the procedure, a rotawire and rotapro were advanced to the target lesion. As the burr approached, it stopped in the left main coronary artery (lm). During the next attempt of ablation, the rotapro burr unexpectedly fractured the rotawire and perforated the lm. Following this, the patient experienced cardiac arrest and cardiopulmonary resuscitation maneuvers were initiated. A non-bsc stent was then advanced in order to cover the dissection successfully, however the fractured piece of rotawire was not able to be retrieved from the patient. Following this event, the patient had fully recovered.